Event description:
When the pt went on bypass the arterial blood was dark. Increased blender to 100%; however, there was no improvement. Anesthesia ventilated pt - surgeon went off bypass - vital signs stable - a new oxygenator was put in place. Pt went back on bypass - case continued without any adverse outcomes. Pt awake and doing well. Met with the medtronic rep and oxygenator given to medtronic for investigation.